Event description:
Mw 5036446: volun 06-june-2014: painful right total hip arthroplasty, adverse tissue response due to taper corrosion.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device not available.

Manufacturer narrative:
An event regarding an adverse reaction due to taper corrosion involving a v40 cocr head was reported. The event was not confirmed. Device evaluation could not be performed as this device was not returned or made available for evaluation. No medical records or x-rays were made available for evaluation. Device history review. All devices accepted into final stock met specifications. Complaint history review. There have been no other events for this lot. The event could not be confirmed nor the root cause determined because the devices were not returned and no medical information was provided.

Event description:
Mw 5036446: volun 06-june-2014: painful right total hip arthroplasty, adverse tissue response due to taper corrosion.